Event description:
It has been reorted that in 6/1999, two employees suffered an adverse reaction to an unidentified odor after opening custom sterile packs. It was stated that the first employee suffered a severe airway obstruction. This employee has a history of sinusitis, hypersensitivity to oil of olay and a variety of antibiotic medications. This employee was treated in the o.r. Where employee was working with an injection of adrenalin. It is stated that the second employee had a partial airway obstruction. The second employee has a hypersensitivity to sulfa, hayfever and dairy products and is currently taking clariton and vancinase for these allergies. The rptr was unsure as to any treatment given but the employee was seen by an allergist.